Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection manifested by turbid peritoneal dialysate with abdominal distension and abdominal pain. The patient was hospitalized and treated with peritoneal dialysate rehydration solution plus cefazolin injection (1g) combined with intravenous ceftazidime powder injection (1g, daily) for anti-infective treatment, intraperitoneal heparin sodium injection (1000iu) for prevention and treatment of cellulose obstruction of pd tube. The same day as the hospital admission, the patient was also treated with shupushen (discontinued after 8 days) and meropenem (discontinued after 8 days). It was reported that pd catheter was removed and the patient was transferred to hemodialysis (ongoing). At the time of this report, the patient's abdominal pain was relieved and the patient was recovering from the peritoneal infection. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.